Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment of the instrument fell into the patient's anatomy, and therefore, retrieval or surgical intervention was not necessary during the procedure. There was no harm to the patient, and procedure was completed as planned using a different instrument. The incident did result in a delay of approximately 10 minutes. Due to privacy reasons, patient demographic information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.